Event description:
During a literature review performed by medical safety, the article entitled "observational study of complex abdominal wall reconstruction using porcine dermal matrix: how have outcomes changed over 14 years?" Was identified which discussed that a prospective, study for patients who underwent complex abdominal wall reconstruction with porcine dermal matrix. The cohorts were defined by dividing the study interval in half, early ((B)(6)) and recent ((B)(6)). The results reported that were 117 early vs 245 recent patients identified. In both cohorts, the complications reported include hernia recurrence, any wound complication, wound cellulitis, wound infection, superficial wound breakdown, intra-ab abscess mesh infection, and seroma requiring surgical intervention. The overall conclusion reported that porcine dermal matrix in complex abdominal wall reconstruction performs well with low recurrence rates. Internal assessment and implementation of evidence-based practices improved outcomes such as length of stay, wound complications, and recurrence rate.

Manufacturer narrative:
Follow up attempts were made for additional information such as relevant lot numbers and device disposition, and based on the corresponding author response, no additional information is expected to be received for this event. Therefore the conclusion remains the same. No relationship between the events and the strattice devices can be conclusively determined.

Manufacturer narrative:
Ref. E1: corresponding author and associated institution. This MDR is being reported as an individual event type for serious injury due to the assumed intervention to treat the complications of infection, reherniation and wound dehiscence. Multiple attempts are being made to contact the corresponding author to gather additional patient and procedure specific information including lot numbers and device dispositions. To date, the lot numbers associated with these events remain unknown; therefore an internal investigation into the device history records could not be performed. Based on the reported information, a relationship between the events and the strattice devices cannot be determined. As per the IFU, potential adverse events are those typically associated with surgical mesh materials and/or their implantation procedures including, but not limited to, infection, recurrence and wound dehiscence. No further actions are required as a nonconformance could not be confirmed. If additional information is received, a supplemental report will be submitted.

Event description:
During a literature review performed by medical safety, the article entitled "observational study of complex abdominal wall reconstruction using porcine dermal matrix: how have outcomes changed over 14 years?" Was identified which discussed that a prospective, study for patients who underwent complex abdominal wall reconstruction with porcine dermal matrix. The cohorts were defined by dividing the study interval in half, early (2008e2014) and recent (2015e2021). The results reported that were 117 early vs 245 recent patients identified. In both cohorts, the complications reported include hernia recurrence, any wound complication, wound cellulitis, wound infection, superficial wound breakdown, intra-ab abscess mesh infection, and seroma requiring surgical intervention. The overall conclusion reported that porcine dermal matrix in complex abdominal wall reconstruction performs well with low recurrence rates. Internal assessment and implementation of evidence-based practices improved outcomes such as length of stay, wound complications, and recurrence rate.